Event description:
The customer obtained non-reproducible troponin I (access accutni+3) results on an access 2 immunoassay system. The customer stated that all accutni+3 results above the laboratory's critical cutoff (0.03 ng/ml) are reflex repeated. The data indicates that the patient sample initially recovered at 0.04 ng/ml and reflex repeat recovered at 0.02 ng/ml. The customer stated that the elevated result was not released from the laboratory and is not aware of any change or impact to patient care or treatment in association with this event. Quality control (qc) had been passing although data was not provided to confirm. A beckman coulter (bec) field service engineer (fse) evaluated the instrument. Laboratory's reference range for access accutni+3 is 0.00 - 0.03 ng/ml.

Manufacturer narrative:
The customer did not provide the patient's age, date of birth, and weight. The fse stated that the voltage for the transducer was drifting. Replacing the transducer supply line addressed the issue.